Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk mesh device on an unk date to treat pelvic organ prolapse. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain, suffering, and permanent injury.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.